Event description:
Main body graft was advanced via a left femoral artery. The main body was deployed in a normal sequence, followed by deployment of the contralateral limb. Following the deployment, the stiff wire in place in the aorta did not appear to be positioned inside the main body. An angiogram was performed through a pigtail catheter, noting that the tip of the main body introducer system had perforated the aortic wall. Pt's blood pressure remained stable. An oblique angiogram was performed to determine the damage in the aorta. Under examination, the perforation in the aorta appeared to be right at the level of t11/t12. A decision was made to deploy a main body extension at the site of the perforation. The extension was advanced into position from the contralateral side, and deployed at the level of the perforation. The top cap of the main body introducer was docked. The main body system was pulled back as the main body extension was deployed in the aorta. Pt's blood pressure still remained stable. A retrograde angiogram viewed a good seal of the perforation and no evident leak. Ipsilateral limb grafts wre deployed on the left side. After the leg grafts were deployed, all fixation sites and junction sites were molded with a balloon catheter. Final angiogram showed a type ii endoleak from a lower lumbar artery. The pt was discharged from the hosp three days after the zenith implant procedure.